Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock therapy due to noise oversensing. Technical services (ts) discussed there is large non-physiologic noise observed in the secondary vector, and the patient also has myopotential on the primary vector, which resulted in the inappropriate shock. An electrode revision was advised as the inappropriate shock appears to be due to electrode noise. Subsequently, the electrode was explanted and replaced due to conductor fracture. The s-ICD device was also explanted and replaced in the same surgical intervention due to physician discretion. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock therapy due to noise oversensing. Technical services (ts) discussed there is large non-physiologic noise observed in the secondary vector, and the patient also has myopotential on the primary vector, which resulted in the inappropriate shock. An electrode revision was advised as the inappropriate shock appears to be due to electrode noise. Subsequently, the electrode was explanted and replaced due to conductor fracture. The s-ICD device was also explanted and replaced in the same surgical intervention due to physician discretion. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.